Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non tortuous and mildly calcified arteriovenous fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.:the device returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 2mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 20 atmospheres. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the non tortuous and mildly calcified arteriovenous fistula. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation at 12 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.